Event description:
It was reported by the pt that, "allegedly the pt underwent a ceramic hip replacement surgery about 6-8 years ago and after a few years his hip began to squeaking."

Manufacturer narrative:
The info in this report was provided by stryker orthopaedics legal affairs. No additional info is available at this time. The devices are not available due to the ongoing litigation.